Event description:
It was reported that the patient was seen in the hospital a week prior and was told she had a blood clot at the left neck incision. The patient was referred back to the surgeon. The neurologist reported that the patient is waiting to see the surgeon and that the clot was still present and had not changed in size. Attempts to obtain additional relevant information have been unsuccessful to date.